Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy procedure, the seal disengaged. The irrigation wand shaft grabbed the insufflation seal and was pulled back into the trocar body cause a sever stick or jam. It was so bad the surgeon tore the seal from the body of the trocar which pulled off the top cap. The trocar at that point became an open tube. The case was near completion. The surgeon covered the affected trocar for a little bit with his thumb, but the leaking was great. They pulled the trocar out and completed the procedure. There was no patient injury.